Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple error alarm. The customer's blood glucose value was 118 mg/dl. Troubleshooting was performed for post-reset ram crc alarm. Customer reported that they were able to clear the alarm. Customer was able to rewind the pump. Customer reported that the insulin pump was neither stored nor without a battery for more than 8 hours. Customer stated that the post-reset ram crc alarm occurred immediately after a battery change. Fill cannula was recorded in daily history. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 68/23 alarm, low battery alarm or failed battery test alarm noted during testing. Pump error 53/54 alarm found in the pump history due to software error.